Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a cervical disc replacement at c6-7. Two years post-op, a revision surgery to explant the device was required due to extensive bone spurring at c6-7 causing severe pain. An anterior fusion was performed at c6-7 and also at c5-6 due to accelerated arthritis with new disc herniation.